Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient¿s right atrial and right ventricular lead exhibited ongoing noise oversensing which led to inappropriate mode switches and high ventricular rate episodes. The patient was not symptomatic and would continue to be monitored.